Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a surgeon was performing a prophylactic nailing of a proximal femur on (B)(6) 2016 and the tip of the drill bit broke off during drilling. The tip of the drill bit was left in patient after an unsuccessful attempt to remove it, lasting 20 minutes. The rest of case finished without any adverse events. This report is 1 of 1 for (B)(4).